Manufacturer narrative:
Motion sensor test failure alarm occurred during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test due to motion sensor test failure alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was unable to rewind due to motion sensor test failure alarm during displacement test. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.